Event description:
Pt initially had total knee replacement of right knee in november with revision in november of 1994. March 1995 had severe pain in right knee; x-ray showed right knee dislocation. Pt taken to or for closed reduction and placement of cylinder cast. Pt seen in office for cast removal; when removed, deformity again noted and x-ray confirmed dislocation. On 4/20/95 admitted for closed reduction. At or, closed reduction was not able to be done. Pt placed in universal brace. Add'l cat # 1890-0112, 1808-0303, 1870-0464, 1808-0300. Add'l lot # 063m802421, 101m638360, 084m095108, 094m176235, 054m103472.